Event description:
It was reported that after the implant, the patient had syncope frequently. A capture problem was suspected and the patient received a holter monitor. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the lead was returned in segments, analyzed and there was blood on the proximal conductor of the lead and it was not obstructed. The outer insulation of the lead was extrinsically breached due to a cut, and visual summary analysis of the lead indicated damage at implant. Concomitant products: redr01 implantable pulse generator (B)(6) 2013; 5594 implantable pacing lead (B)(6) 2013. (B)(4).